Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4), inc. Therefore, an investigation was not able to be performed. A review of complaints' trend reveals that all ID now covid-19 lots within expiry dating are performing according to label claims. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported false negative results (unspecified number) with the ID now covid-19 test. Sample collection information, testing dates and times were not provided. The customer reported pcr confirmation testing (platform not specified) generated positive results (CT values not provided). Additional patient information, including impact, treatment and outcome will not be provided per the customer. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.